Event description:
Reporter indicated that they were not able to run a preoperative system diagnostic on the patient's generator due to the battery being depleted. The surgery was set to be a battery replacement only, however, once the new generator was connected to the lead, the generator registered high impedance within the lead. The surgeon attempted reseating the lead pin, but this did not resolve the high impedance. The surgeon was unable to perform a full revision at that time, so they removed the new generator as well, but left the lead implanted, and concluded the surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.